Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
It was reported through the (B)(6) registry that 45 days post tavr procedure, a follow up echo revealed the patient had severe paravalvular leak (pvl) and a gradient of 20mmhg. There are no medical records available at this time to confirm if the patient is symptomatic or if an intervention was performed.

Manufacturer narrative:
Additional information provided by the medical records indicated the deployment position was excellent, tee revealed mild pvl. Pod 2 tte showed moderate aortic valve regurgitation. Pod 3 mean gradient was 16mmhg and peak gradient was 56mmhg with moderate aortic valve regurgitation. Pod45 echo showed a mean gradient of 20mmh and peak gradient of 82.7mmhg with moderate-severe pvl. The patient was indicated to be ¿doing well¿ and ¿feeling wonderful¿ although she had nyha class ii symptoms. The patient was asked to continue on her current medication. No surgical intervention was performed or planned. As such this MDR was reported in error and a corrected supplemental report is being submitted.

Manufacturer narrative:
Additional information provided by the hospital medical records indicated that approximately 4 months post valve deployment, the patient underwent pvl closure. The procedure was complicated by a perforation of the ventricle and cardiac tamponade, which resulted in a pea arrest. The patient required CPR, emergent pericardiocentesis, and massive transfusion. The patient had an episode of hypotension and was found to have a laceration of the spleen and underwent coil embolization of this the same day. The patient was on the artic sun protocol for about 48 hours post procedure. Following rewarming, she demonstrated improvement in her neurological function, responding to simple commands and also having spontaneous breathing with the ventilator temporarily off. Eeg monitoring showed diffuse slowing with no definitive seizures. She was extubated and complained of abdominal pain, a CT revealed moderate volume hemoperitoneum, likely not significantly changed in volume since a month prior to her tavr procedure. Repeat abdominal/pelvis CT revealed a stable peri-splenic hematoma and a thrombus in the left common femoral vein. A repeat CT of the abdomen/pelvis was recommended in one month. The patient was discharged to a skilled nursing facility. Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, the cause of the worsening pvl is unknown. However, the event may be related to the mechanisms described above. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.